Manufacturer narrative:
(B)(4). Mfg site name-coherent inc. The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to the associated manufacturer report 3005099803-2017-03459 for the other associated device information. It was reported to boston scientific corporation on (B)(6) 2017 that two flexiva 200 laser fibers were used during a ureteroscopy procedure performed on an unknown date. Reportedly, the laser unit used was a lumenis 60w laser console. According to the complainant, during the procedure and inside the patient, while laser energy is being fired at the stone, it was noted that the tip of the fiber was sparking. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available, a supplemental report will be submitted.